Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00846. It was reported that the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their system explanted.